Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This investigation would be updated should further information be provided.

Event description:
It was reported that this right atrial lead was surgically explanted along with the entire system after less than 3 months in service due to an unknown reason. Attempts to obtain additional information were unsuccessful. This product is not expected to be returned for analysis. No additional adverse patient effects were reported.